Event description:
It was reported that the patient was implanted on (B)(6) 2023 and maintained overall function post implant. The patient was extubated the same day, but shortly after they experienced respiratory arrest. Cardiopulmonary resuscitation (CPR) was performed with the return of spontaneous circulation, but the patient then began to experience right heart failure and bleeding. The patient was sent back to the operating room (or) to confirm the site of bleeding. There were no signs of bleeding at the apical cuff or outflowgraft site so it was suspected that the bleeding occurred from the bone due to the CPR. Extracorporeal-membrane oxygenation (ECMO) was performed for right heart failure and a blood transfusion was also performed. The subject passed away on (B)(6) 2023 due to hypovolemic shock from right heart failure and continuous bleeding.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure, bleeding, respiratory failure, and subsequent patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. This IFU lists right heart failure, bleeding, respiratory failure, and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to have been device related and the device operated as expected.